Manufacturer narrative:
The failure investigation has been completed. The alleged charging supply issue was unable to be verified due to the charging supplies not being returned for investigation. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the charging supplies began burning or melting. Reportedly, the customer was using non-tandem charging supplies to charge the pump. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy, and has an alternate method available for insulin therapy.